Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identification (UDI) not available. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the small clamp was defective and worn out. There was no patient present when this issue was identified.